Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The battery tray and charger boards were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. A software analysis was initiated but this issue was confirmed to be a hardware issue.

Event description:
Medtronic received information regarding an imaging system. It was reported that during the preparation before a procedure, the remaining battery charge decreased to one scale when moving the ias (image acquisition system). After that, the system was used without any issue in the procedure. At the time of cleaning up after the procedure, the remaining battery charge decreased to one scale, and the battery light became red when the confirmation was made after connecting to the mvs (mobile viewing station). There was no patient present.

Manufacturer narrative:
The charger enclosure was returned to the manufacturer for analysis. Analysis through functional testing, performance testing, visual/physical examination, and usability inspection concluded there was no fault. Failure with this component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The battery tray was returned to the manufacturer for analysis. Analysis confirmed the reported issue; there was an electrical failure that resulted in the batteries unable to hold a charge. If information is provided in the future, a supplemental report will be issued.